Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the (B)(6) 2009 and that it had performed to specification up to the (B)(6) 2012. On the (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2012 an increase in voltage suggests a further pad-pak was installed. On the (B)(6) 2016 the device records three manual power ups, two of which last ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The two ten minute time outs would confirm a failing membrane. Furthermore there was a slight fluctuation observed on the pogo-pins. This did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 13th october 2010 and performed to specification, alongside random manual power ons, up to the 24th november 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between the 26th november 2013 and the last log entry on the 28th september 2015. The pad-pak became depleted during this time and a further pad-pak was installed which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.